Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted for infection. No additional information was reported. Related manufacturer report: 2017865-2020-00663; related manufacturer report: 2017865-2020-00665; related manufacturer report: 2017865-2020-00668.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.

Event description:
New information received indicated that the infection was not related to the system or system related procedures. Patient was stable before, during, and after the procedure.